Event description:
Report 1 of 2. The customer contact reported the piercing pin of the tubing set fell out of a blood container. The tubing set was to be used to deliver an unspecified volume of packed red blood cells (prbc). The customer contact reported that after the piercing pin of the tubing set was inserted into the blood container, the piercing pin fell out of the blood container. An unspecified volume of blood leaked onto the floor. The tubing set and blood container were replaced and the therapy was initiated. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.